Manufacturer narrative:
Review of the device labeling notes the following: warnings and precautions: the physiological response of the patient to the presence of the orbera® system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Complications: possible complications of the use of the orbera system include: gastric discomfort, feelings of nausea and vomiting following balloon placement as the digestive system adjusts to the presence of the balloon. Continuing nausea and vomiting. This could result from direct irritation of the lining of the stomach or as a result of the balloon blocking the outlet of the stomach. It is even theoretically possible that the balloon could prevent vomiting (not nausea or retching) by blocking the inlet to the stomach from the esophagus.

Event description:
Reported as: a patient with the orbera intragastric balloon experienced nausea and vomiting. The physician performed x-ray and confirmed hyperinflated balloon. The device was removed and replaced.

Manufacturer narrative:
Supplement #1: medwatch sent to FDA on 01/10/2019. Additional information: device evaluation summary: a visual examination was performed on the returned balloon. The balloon was noted to be discolored, as the shell was blue in appearance. White, brown, yellow, and red particles were observed on the outer surface of the balloon shell and center patch. Two separate openings were observed on the radius of the balloon shell. As the fill tube was not returned with the balloon, a sample fill tube was used for device testing. A valve test was performed, and the flow of di water was continuous and unobstructed. An air leak test was performed, and the balloon was observed to be leaking from four separate openings on the shell. Two openings were located on the radius of the shell, and two openings were located on the posterior portion of the shell. Under microscopic analysis, all four openings on the balloon shell were observed to have striated edges, consistent with damage from a surgical tool, and surgical damage from device removal activities. A small portion of the balloon shell was noted to be missing from one opening on the radius of the shell. The inner surface of the slit valve was noted to be discolored, as it was blue in appearance. Yellow and brown particulate matter was observed on the inner surface of the slit valve.